Event description:
The customer reported that the ventilator would not power on and the ac mains led is blinking the customer reported the ventilator was not in use therefore there was no patient involvement or harm. Power failure due to loss of ac power may result in shutdown of device during normal ventilation operation. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. Pse advised the biomedical engineer evaluate the power management pcb board to address the reported problem. The biomedical engineer reported the power management pcb and motor controller pcb boards were replaced and the reported problem resolved.

Manufacturer narrative:
Device out of warranty; no request for manufacturer service.